Event description:
The customer reported an intermittent communication failure. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the video control board. (B) (4).